Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. After implantation, no rotation was observed but upon removal of the main body, a valve leaflet was fractured into multiple pieces and dislodged. All pieces were completely removed from the patient. While rotating a resistance was encountered and it reportedly did not move at all. A new 21mm sjm regent heart valve w/ flex cuff was chosen and completed the procedure while patient on bypass. The patient was reported stable.